Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data log, the handpiece and system performed as expected during this treatment. Evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. Investigation found damage to the radio frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip. It was reported no permanent damage or scarring would occur because of this event.

Manufacturer narrative:
The practitioner confirmed this was the tip's first use, and it was inspected prior to the treatment and nothing unusual was noted. During the treatment, the tip was re-inspected every 5 to 6 pulses. The data log was returned and evaluated. Based on the evaluation of the data, the handpiece and system performed as expected. The tip was returned and evaluated. The tip passed flow testing. The tip failed leak and thermistor testing as well as visual inspection. Dielectric breakdown was observed. Functional testing was not performed due to a no reps remaining error code. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
It was reported from a practitioner that during the pulse delivery of a thermage treatment, a spark and a burning smell were observed at the 600th repetition. During inspection of the tip, the doctor noted that the tip's membrane was broken as there was a hole at the circuit. The doctor stated that this tip was used to complete the treatment. The practitioner reported that the patient sustained 1st degree burns on the left and right sides of the neck, close to the jaw line. Many dark spots were noted. No permanent scarring is expected. The available images were reviewed, and it was determined to be a non-serious event.